Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification due to the reported symptom, which was reproduced. The close door messages were caused by a loose link screw. The screw was replaced.

Event description:
It was reported that a spectrum pump displayed close door messages, constantly. It was also reported there was no pt injury.